Event description:
The info provided by the total distributor indicates: hospital name: imperial college healthcare nhs trust; surgeon name: mr. (B)(6); event description: broken strut in a pt. Unfortunately don't know where the time is. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix srl. Unfortunately also the code and lot number have not been made available and confirmed. Therefore it was not possible to perform the verification of the historical data. Technical eval: a technical eval of the device is not possible as the device was not returned to orthofix srl. Medical eval: the little info made available on the case was sent to our medical eval. A preliminary medical eval is currently on going and will be finalized once further info on the case will be available. Orthofix srl has requested further info on the event, such as confirmation of code and lot number of the device involved, date of initial surgery and date of device failure, pt's info, surgery description, copies of x-ray images, remedial action taken following the device failure, pt's current health conditions. As soon as further info will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market,